Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 93 mg/dl. During a follow-up call, the customer reported that the insulin gauge updated to an accurate fill estimate of 105 units after delivering 10 units.